Event description:
It was reported to philips that the device is not recognizing the therapy cable nor the test load . There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the processor board pca(printed circuit assembly) and therapy ii pca, which were replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the customer replaced the capacitor and therapy pca, but the device is still delivering a shock outside of the allowed deviation. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the customer replaced the capacitor and therapy pca, but the device is still delivering a shock outside of the allowed deviation. There was no patient involvement.